Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-mar-2023 h6: investigation summary customer returned (11) 1.0ml 29ga 1/2in syringes inside a clear ziploc bag. It was reported by the consumer that the needles bent and broken. All the retuned syringes were visually examined using microscope, one bent cannula and two broken cannulas were observed. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Based on the sample received, embecta was able to confirm the customer indicated issue. Root cause l2l dispatch #137128 for excessive cannulated / shielded barrels found on the deck of the machine. In addition, the plc was continuously stopping for final reject verify and second reject verify. Upon investigation it was determined a syringe was caught in the main dial. The wedged syringe was ¿hitting¿ each syringe transferring thru the main dial at the cannulated end causing a bent or broken cannula. The conveyor shoot that discharges the ejected syringes was filled therefore causing the syringes to waterfall onto the deck of the machine or convey thru to the next operation ¿ the shielder. H3 other text : see h10.

Event description:
It was reported while using bd insulin syringe ultra-fine® the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: found that the needles were broken when using the syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringe ultra-fine® the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: found that the needles were broken when using the syringes.